Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6)-2010: the patient presented with a preoperative diagnoses of l2-3 pseudoarthrosis and degenerative disc disease and l1-2degenerative disc disease, kyphosis, status post prior multiple lumbar surgeries, and instrumentation prominence. The patient underwent the following procedures: exploration of fusion; removal of l2, l3 screws; extension of fusion to l1-2; rhbmp-2/acs and pedicle screws l1 with connection to construct l3-s1 with a rod connector; use of allograft. Per the op notes, following re-instrumentation, the bony area was decorticated extensively and then a medium package of rhbmp-2/acs rolled over allograft bone, then placed in the posterolateral region after decortication between l1 and l3. No patient complications were noted. (B)(6)-2010: the patient was discharged home. Post op labs: postop h and h showed a hemoglobin of 11.6, hematocrit 33.1. Sodium was 143, k 3.8, chloride 106, bicarb 25, bun 14, creatinine g.6.